Event description:
Boston scientific received information that a shock was delivered to the patient post-implant. Further, this patient exhibited loss of capture caused by the right ventricular (rv) lead dislodgement. The device therapy was turned off intentionally and status was switched into monitoring only. Due to rv lead dislodgement, a lead revision was scheduled. Additional information received indicating that the rv lead was repositioned successfully. Rv lead measurement parameters were within normal limits. No additional adverse patient effects were reported. The rv lead was repositioned and still remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.